Event description:
The customer reported a breakage of a cryomacs bag during thawing. The patient was treated with backup material. The customer sent pictures and a filled questionnaire for a more detailed investigation. The investigation of the pictures showed a crack in the bag. According to the questionnaire there were deviations from the recommended freezing procedure for handling the bag. The overwrap bag was not evacuated. It has to be noted, that all air has to be removed from the bag and the overwrap bag. Air in either bag has to be absolutely avoided as it expands during thawing and thereby can cause cracks. Equally critical is that the bag was stored in the liquid phase and not placed for at least 4 hours in the vapor phase prior to removal from the storage tank. Both steps are described in the instructions for use. The overwrap bag is used to rescue cells from a broken bag if necessary. It is likely that this did not happen as enough backup material was available. The incident rate for the lot used by the customer is low with (B)(4).